Event description:
I am writing again because my patience has officially run out. Since (B)(6), I have now had four more g7 sensors fail¿on top of the nine failures I already reported from earlier this year. That brings my total failed sensors to thirteen in just a matter of months. This is not bad luck, user error, or an ¿isolated incident.¿ it¿s a systemic problem that dexcom has yet to acknowledge or resolve. These failures have led to dangerously inaccurate glucose readings, incorrect treatment decisions, and unnecessary stress. The fact that I¿m expected to jump through hoops to report each one individually while juggling my health is unacceptable. Your online portal doesn¿t work. Your customer service tells me to use the portal anyway. That¿s not support¿it¿s a runaround, so I will continue to email this thread each time I have sensor failures to force action to be taken. Additionally, the latest batch of sensors I received says rev #10, but I heard there is a #12. Why are the updated sensor revisions not being sent to customers? And to be clear, limiting replacements to three ¿good faith¿ sensors in the face of repeated, documented product failures is insulting and no longer acceptable. It shifts the burden and cost of a defective product onto the customer¿a customer whose health depends on this technology working properly. I need two things from dexcom immediately: 1. Replacement for every failed sensor since (B)(6), without exception. 2. A written explanation of what dexcom is doing to address the widespread g7 sensor failures so customers aren¿t left gambling with their health. Anything less is unacceptable. If this is not resolved promptly, I will escalate my concerns¿including my detailed history of failures and correspondence¿to regulatory agencies and consumer protection organizations. I expect a response within three business days and four replacement sensors in the most current revision by the end of the week. - (B)(6). Device code: 3023,1506,1535, 2588. Patient code: 4580. Reference reports: mw5173483, mw5173484, mw5173485, mw5173486, mw5173487, mw5173488, mw5174347, mw5174349, mw5174350.